Manufacturer narrative:
Preliminary investigation performed by r&d project manager preliminary investigation performed on the 30th july 2020. According to the provided picture, it seems that the screws have no mechanical and superficial defects, and that the assembling with the washer has been properly performed. Even the ha coating of the screws appears without scratches or defects. According to the provided information, the removal of the screws was done without any problems or complications. For these reasons, based on the picture and on the provided information, we can assume that the "implant failure" (no complete recover of the patient after the surgery) is not related to any implant defects, breakage or compromised design features.

Event description:
The patient was treated with 3 sacro iliac screws. The cranial screw wasn't correctly placed in the bone and touched the l5 nerve root. The surgeon removed this screw during a revision surgery (we have no direct knowledge of) and left the other 2 screws in place. The patient apparently didn't fully recover and wanted the remaining implants also to be removed and went to another surgeon who successfully removed the 2 implants. Primary surgery and first revision date and place unknown.